Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "bilateral breast implant exchange with capsulectomies." Capsular contracture baker grade IV. Device explanted. Left side.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec, crease fold, white particles in the shell, deformation device and wear abrasion cloudy in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "bilateral breast implant exchange with capsulectomies." Capsular contracture baker grade IV. Device explanted. Left side.